Event description:
It was reported that oversensing was observed. An x-ray confirmed lead dislodgement. The lead was repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.